Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/14/2015 with the following findings: several 'loss of prime' warnings, which were due to non-zero-value low force readings and can be indicative of the type of issue that was reported, were observed in the black box data. Upon attempting to perform the prime function, a 'loss of prime' warning was observed: the reported issue was duplicated. The pump case was removed, and an intermittent condition, due to a cracked trace near a force sensor pin, was observed; this device failure directly caused the reported issue. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a loss of prime warning occurred 3 or more times, during which at least 3 separate cartridges from 2 separate boxes were used, within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has been returned, and it was evaluated by product analysis on 12/03/2014 with the following findings: a visual inspection revealed that the cartridge was not damaged or defective. A fill test and force test were performed, during which no failures were observed. The cartridge force readings were confirmed to be within specifications; no failures related to the 'loss of prime' complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.